Event description:
A volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (evr). The arv was 15ml and the erv was 12.3ml. The health care provider reported that they consistently had volume discrepancy; getting back "twice as much" drug as what was expected. The pump was interrogated and the logs checked with no stalls noted. The pump was explanted. It was later reported the patient had prophylactic removal of pump to avoid in-vivo battery depletion. The patient had experienced intermittent breakthrough pain. There was no reported patient injury and the patient recovered without sequela. The pump was used to deliver morphine.

Event description:
Additional information received reported that the patient was ¿feeling bad¿ due to pump issue.

Event description:
Additional information: it was reported that the cause of the volume discrepancy was unknown. A catheter dye study had been performed on (B)(6) 2010 and was normal. A pump rotor study was also done and noted to be normal. The pump was replaced as reported previously; patient was without injury. In addition to morphine the pump also delivered bupivacaine.

Manufacturer narrative:
Catheter: model # 8709: serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unknown. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a pump tube that was discolored, hardened and deformed in shape. Analysis revealed a deformed pump tube which could have contributed to a possible issue with infusion over time.

Manufacturer narrative:
(B)(4).